Manufacturer narrative:
Required additional procedure: this MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The PICC was inserted then leakage at hub was noted and the PICC replaced. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.